Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood in the interior and exterior of the catheter, extracorporeal tubing, stat gard and extender tubing. Three kinks were observed on the catheter tubing approximately 71.4cm, 70.1 and 67.6cm from the iab tip. The one way valve, extender tubing, pressure tubing and three-way stopcock were returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and a leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood in the interior and exterior of the catheter, extracorporeal tubing, stat gard and extender tubing. Three kinks were observed on the catheter tubing approximately 71.4cm, 70.1 and 67.6cm from the iab tip. The one way valve, extender tubing, pressure tubing and three way stopcock were returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and a leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after 20 hours of therapy, an intra-aortic balloon (iab) rupture occurred. It was noted that the cardiosave intra-aortic balloon pump (iabp) had generated an unknown alarm. A new iab was inserted, however, the same issue occurred. It was noted that another company's sheath had been used. A third iab was inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report for the 2nd iab was submitted under mfg report number 2248146-2023-00589.

Manufacturer narrative:
Additional concomitant medical products: edwards transducer. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after 20 hours of therapy, an intra-aortic balloon (iab) rupture occurred. It was noted that the cardiosave intra-aortic balloon pump (iabp) had generated an unknown alarm. A new iab was inserted, however, the same issue occurred. It was noted that another company's sheath had been used. A third iab was inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the 1st iab used in this event. A separate report will be submitted for the 2nd iab.